Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced drainage at the implant site and was administered oral antibiotics (date not reported). Subsequently, the patient underwent revision surgery, under general anesthetic, on (B)(6) 2018, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.